Manufacturer narrative:
An event of aortic regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted in the patient's aortic position. At the end of last year, the patient was experiencing aortic regurgitation, so a valve-in-valve procedure was performed. The issue was thought to be structural valve deterioration (svd) of the trifecta gt valve. The patient is stable. No additional information will be available for this issue.